Event description:
It was reported the patient had a refill yesterday (from the time of this report). The pump was programmed to 330 mcg/day and the patient had overdose. The patient had respiratory depression, mental status change, and was difficult to awake. The change in therapy/symptoms was sudden. They lowered the dose to 260 mcg/day and then to 97 mcg/day. The health care provider (hcp) wanted to lower the dose more. The patient was currently admitted to the emergency room (ER) and was more awake. The medication being delivered via the pump was baclofen. Additional information has been requested regarding the patient¿s outcome, but was not available as of the time of this report. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer indicated the pump's indication for use (IFU) was listed as intractable spasticity and head/brain injury. In (B)(6) 2015, the patient had a refill and was feeling tired. There were no volume discrepancies. The refill took three times as long and the nurse had a hard time getting the medication out of the pump. The reporter tried to wake the patient up and she would not wake up. The patient could blink, but could not talk. The patient went to the (B)(6) hospital. The patient was throwing up and the flow rate was cut back immediately by 70%. The patient was in a coma and spent 24 hours in the hospital. The patient was back to normal by the next morning. The patient was now taking baclofen orally and used the pump 70% less than what was delivered before. The lot number or brand of baclofen in the pump was not known.

Manufacturer narrative:
Concomitant medical product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).